Manufacturer narrative:
Additional narrative 04-july-2018: further investigation of the reported event by a lumenis quality engineer identified that the water pump tubing on the p120 is touching the reservoir tank, and possibly over time the vibrations from the pump/tube could have caused the tank to crack. A combination of that and a build up of pressure in the tank due to lack of fluid could have also caused the tank to burst. A review of the risk files - rd-1124690_aa revealed risk 2.5.3 (impossibility to operate due to inner or outer leakage is mitigated by the drainage system taking water away from electrical parts). The risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within a full risk assessment. A review of similar historical product complaints shows that the same malfunction of a reservoir tank bursting was a single event and it furthermore did not occur during a procedure. There was no patient involvement and no risk of a cancelled procedure. Complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)). No CAPA is required at this time.

Manufacturer narrative:
Lumenis is currently investigating the reported event directly with its foreign distributor. At this point lumenis cannot rule out that a malfunction had occurred, or if this malfunction would likely lead to death or serious injury should it recur. Hence, in an abundance of caution, lumenis is reporting this event. When additional information is provided to lumenis with which to determine a cause for the reported event, lumenis will file a follow-up MDR.

Event description:
A foreign distributor reported that during a scheduled annual preventive maintenance service for a lumenis pulse 120h laser system, the service engineer powered on the laser and suddenly a 'loud noise out from the pump' was heard, and the water reservoir burst. There was no patient involvement and no report of injury was received.